Event description:
A malfunction alarm was reported, identified by a displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions for further use. After the reset, the malfunction did not recur, and the customer was advised to call back if similar issues happen again.